Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger not staying powered on) was isolated to a damaged power supply connector. In addition, there was corrosion on the battery board. The root cause for the damaged power supply connector was excessive force. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that an integrated battery charger was unable to charge a battery pack.